Manufacturer narrative:
Combination product: yes.

Event description:
Out of range shock impedance (greater than 150 ohms) on home monitoring was reported. Previous measurements were around 75 ohms. Lead to be evaluated further and remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2026. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes the lead was explanted on (B)(6) 2026 upon receipt, the lead under complaint was found cut 11 cm distal to the df4 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 39.5 cm proximal to the lead tip. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.